Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information, the cause of was due to use error-air being sucked into the disposable because the patient line inadvertently separated from transfer set. The patient at-home guide instructions are accurate and sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during drain 2. The technical service representative (tsr) had the home patient (hp) check the patient line and the hp stated that there was air in it. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp). The hp stated they turned in their sleep causing a disconnection to occur. The hp quickly reconnected the transfer set and patient line but air got into the setup. The hp understood it was not proper procedure to do this. There were no allegations against any baxter products. The hp stated they had no injury or medical intervention due to this incident. There were no further details.